Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reports needle blocked. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. Unable to perform a DHR review due to unknown lot number. Based on the video received, embecta was unable to confirm the customer¿s indicated failure of not clipping (cutter blocked). Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned. H3 other text : see h10.

Event description:
It was reported that the bd safe-clip¿ becomes blocked. The following information was provided by the initial reporter: I have noticed that, after a relatively short period of time the clipper becomes blocked.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd safe-clip¿ becomes blocked. The following information was provided by the initial reporter: I have noticed that, after a relatively short period of time the clipper becomes blocked.

Event description:
It was reported that the bd safe-clip¿ becomes blocked. The following information was provided by the initial reporter: I have noticed that, after a relatively short period of time the clipper becomes blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: customer returned (1) used bd safeclip and one empty safeclip packaging box that does not pertain to safeclip returned. Customer reported that, after a relatively short period of time the clipper becomes blocked. The returned sample was examined, and it was observed that the cutter hole was blocked with previously clipped cannula additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. Unable to perform a DHR review for not clipping (cutter blocked) due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. The cause for this issue is user related. The safeclip performed as intended, and is now likely full.